Event description:
It was reported the spring wire guide was kinked. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire within its advancer tubing for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the proximal weld and had multiple kinks in the guide wire body. The proximal end of the core wire is broken and protruding out of the coil wire. The distal j-bend was misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip was rounded, pinched and discolored at the point of separation. Both welds appeared full and spherical. The major kinks in the guide wire body were measured at 112 mm and 300mm from the distal tip. The broken core wire measured 682 mm in length which is within the specification of 679 - 687 mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.802 mm which is within the outer diameter specification of 0.788 - 0.826 mm per guide wire product drawing. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was kinked. No patient harm reported. The device was replaced. The patient's condition is reported as fine.